Event description:
It was reported that patient presented to clinic for follow up, the atrial lead exhibited noise over sensing with inappropriate mode switch. No intervention or procedure was performed. The patient was stable throughout.